Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results were generated on an access 2 immunoassay system for a single patient's sample over multiple days. This report represents the erroneous elevated accutni results generated on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated the generation of two repeat accutni results, which were elevated and above the acute myocardial infarction (ami) threshold of the assay. The erroneous elevated accutni results were not reported outside of the laboratory and hence there was no death serious injury or modification to patient treatment associated or attributed to this event. Repeat testing of this same patient sample using an alternate method, had previously generated multiple negative accutni results. The accutni reagent and calibrator lots associated with this event were 219417 and 121451 respectively.

Manufacturer narrative:
Service was not dispatched to the site. Beckman coulter inc assessment of customer supplied instrument/assay performance data indicated that all system parameters (including quality control, calibration curve, and system checks) were performing within assay/instrument specifications. The customer reported no errors in the analyzer's event log at the time of the event. Patient samples are being returned to beckman coulter inc. For heterophile testing, however, have not been received to date. The failure mode for this event is unknown. Mdrs associated with this event: 2122870-2012-01741 2122870-2012-01746 2122870-2012-01747